Event description:
Healthcare professional reported "contracture", "bruising", "gross breast volume asymmetry notable with l side lateralized", "grade I breast ptosis" , "change in her implant position with new onset lateral pain" and "more upper pole deflation on the left" of a non-allergan device. This record is for left side. The device remains implanted. Reference report: mw5119536. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).